Event description:
It was reported that the patient's left knee was revised due to failure of the baseplate to osseointegrate. The baseplate and insert were revised to a baseplate with stem and augment, and a new insert. Rep confirmed there were no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's left knee was revised due to failure of the baseplate to osseointegrate. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.